Event description:
It was reported that the bd plastipak ¿ 3-piece syringe experienced foreign matter within fluid path. The following information was provided by the initial reporter:in the intensive care unit of the pediatric clinic, an unknown transparent substance was observed in newly opened syringes from series 2204035 during the preparation of the treatment. The substance was visible in the part between the stopper and the outlet of the syringe - the substance is visible when the plunger is pulled out. There was a particularly large amount of the substance in one of the syringes. Such syringes were not used.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 06-mar-2023. H6. Investigation summary: one photo and nine samples were provided to our quality team for investigation. Through visual inspection, silicone is observed within the syringe. A device history review was performed for reported lot 2204035, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2204035 found to be within specification. The returned samples underwent the same evaluations and found the results were above the specified limits, confirming an excess of silicone. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we cannot identify a direct issue, it is possible a stop in the line caused the syringe to remain under the device that dispenses the silicone, silicone then dripping into the product. Based on the preventive measures in place and the current inspection plan, we believe this is an isolated incident. With an unlikely reoccurrence.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak ¿ 3-piece syringe experienced foreign matter within fluid path. The following information was provided by the initial reporter:in the intensive care unit of the pediatric clinic, an unknown transparent substance was observed in newly opened syringes from series 2204035 during the preparation of the treatment. The substance was visible in the part between the stopper and the outlet of the syringe - the substance is visible when the plunger is pulled out. There was a particularly large amount of the substance in one of the syringes. Such syringes were not used.